Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14292. It was reported the patient experienced stimulation at the pocket site. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the patient's leads migrated. The patient underwent surgical intervention wherein both existing leads were explanted and replaced to address the issue.